Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address suspected infection and loosening of the tibial tray and femoral components at the bone to implant interface. Depuy cement was used for the explanted cemented implant. Components were explanted and abx loaded spacer was inserted. Doi: (B)(6) 2020; dor: (B)(6) 2020; left knee.